Event description:
(B)(6) is the initial importer of the device which is a bath bench. The device has not been returned for evaluation. When the device is evaluated we will file a follow-up. While in use the legs bent and broke. User fell and hit his head..the chair reportedly broke the tub.